Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) after completing software update, the battery calibration so turns off battery charging. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h10 the failure analysis and testing dept. Received part with a reported unit failure of the batteries in the iabp not charging. The fat performed a visual inspection and found the part to have a damaged q27 component. Due to the damage on the board and the risk it poses to the cardiosave testing fixture, fat will not install and test this board. The supplier cannot receive and test this board due to it being non-rohs compliant. Not able to investigate this part any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. The root cause aligns with root cause is the cause identified in CAPA 566812 related to lack of surge protection between the charging circuitry and the batteries.

Manufacturer narrative:
Additional information:e1(event site state-019, event site postal code -(B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had turned off battery charging after updating to software d.00 and it occurred after field action. No patient involvement. The getinge field service engineer (fse) verified the unit and after battery maintenance, replaced the power management board (0670-00-1162) to resolve the issue. The unit passed tests was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing dept. Received part with a reported unit failure of the batteries in the iabp not charging. The fat performed a visual inspection and found the part to have a damaged q27 component. Due to the damage on the board and the risk it poses to the cardiosave testing fixture, fat will not install and test this board. The supplier cannot receive and test this board due to it being non-rohs compliant. Not able to investigate this part any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g1 (contact person: mfg sit), g3, g6, h2, h11. Corrected fields: d4 (UDI), e2, e3, g2, h6 (type of investigation, health effect: impact codes, investigation conclusions). The failure analysis and testing dept. Received part with a reported unit failure of the batteries in the iabp not charging. The fat performed a visual inspection and found the part to have a damaged q27 component. Due to the damage on the board and the risk it poses to the cardiosave testing fixture, fat will not install and test this board. The supplier cannot receive and test this board due to it being non-rohs compliant. Not able to investigate this part any further. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. Based on the observed failure of the q27 component, the most probable root cause is the cause identified in CAPA 566812 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit.